Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 21 jan 2025, senseonics was made aware of an incident where user reported of being hospitalized for being sick and lost consciousness and has no recollection of the time of the event and per user's daughters confirmation that the user was diagnosed with mrsa(methicillin-resistant staphylococcus aureus). The user received a surgical procedure as treatment at the hospital.the user was prescribed with medication.

Manufacturer narrative:
The user reported a serious adverse event where the user was hospitalized from 13 jan 2025 till 19 jan 2025. Per case notes, the user was sick and lost consciousness. User could not recollect time of event. The user's daughter reported that the user was diagnosed with methicillin-resistant staphylococcus aureus (mrsa) infection, which is unrelated to eversense system. The user received a surgical treatment at the hospital and was prescribed with medication. Since the event was not related to diabetes or eversense cgm system, no further investigation was found necessary for this complaint. B4.date of this report 06 march 2025. G3.date received by the manufacturer? 06 march 2025. H6. Health effect -impact code updated to 4614. H6. Component code updated to 4756. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4310.